Manufacturer narrative:
Corrected section : device codes changed from "fitting problem" to "detachment of device or device component" (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). When filling, the tension spring part came out of the tube of the delivery device and could not be filled well. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). When filling, the tension spring part came out of the tube of the delivery device and could not be filled well. A replacement device was used to complete the procedure. The hospital did not report any patient effects.